Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Upon review, several episodes of inappropriate high voltage therapy due to far p-wave and noise oversensing were seen. The patient was brought into clinic and an x-ray was performed and dislodgement of the patient¿s right ventricular lead was noted. The cause of the oversensing was determined to be due to the dislodged lead. The patient¿s device¿s high voltage therapies were turned off to prevent further inappropriate shocks and a lead revision was discussed. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received on (B)(6) 2019 indicates that the patient's right ventricular lead was removed and replaced on (B)(6) 2019. The operator had difficulty retracting the helix during the operation. The patient was stable throughout the procedure.